Manufacturer narrative:
The reported device is similar to a device approved for compassionate use in the united states. An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Clinician review: a review of the provided x-rays by a clinical consultant indicated: the implant in situ was for a mets proximal tibia replacement, the date of insertion is unknown. The surgeon reported loosening of the implant and required a revision. The x ray provided showed that the tibia cavity has multiple osteolytic legions, and radiolucent lines between the cement mantle and the bone along the tibial stem. Therefore, the radiographic assessment can confirm the reason for revision. Device not returned.

Event description:
A patient prescription form was submitted for a patient's left proximal tibia. Diagnosis "loose left tibial component" notes indicate " new tibial component. Mets compatible. Stem/collar and sideplate".